Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.